Manufacturer narrative:
Product event summary: it could not be confirmed that the radiofrequency (rf) programmer head was causing a programmer shut down or preventing powering on. It was found that the rf head's interrogation operation was intermittent, and the rf head failed an incoming test. It was also found that the upper case lens was cracked.

Event description:
It was reported that the radiofrequency (rf) programmer head was causing the programmer to turn off. The rf head was attempted with another programmer, and it prevented the programmer from powering on. Both programmers operated without issue when being used with a different rf head. The rf head has been returned to service. No patient complications have been reported as a result of this event.